Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to acute anterior cerebral vascular accident (cva) on (B)(6) 2024. The stroke was identified as identified as ischemic stroke. A computed tomography (CT) was performed and showed left frontal lobe ischemia as well as thalamic stroke. The patient had moderate to severe calcified plaque in the left common carotid artery. The was a focal ulcerated plaque as well. There were no changes to the patient's anticoagulation status that would have contributed to the event. The patient presented with sudden onset alerted mental status and aphasia. They were treated with aspirin, 81 mg daily, and a transthoracic echocardiogram (tte) was done and showed no source of thrombus or emboli. The death was not considered device related and the device had operated as expected.